Manufacturer narrative:
Per ge healthcare engineering review, the device is designed to ventilate when the communications is lost with the display as in this case. This was not a reportable malfunction. Per ge healthcare engineering review, the device is designed to ventilate when the communications is lost with the display as in this case. This was not a reportable malfunction.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The display unit cpu was replaced to resolve the reported issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the system alarmed and mechanical ventilation stopped while in use on a patient. There was no report of patient injury.